Event description:
Roi-c : superior slot was broken. It was reported that while the surgeon was inserting the peek cage and tapping the implant holder (knob), the superior slot was broken. The issue happened during inserting the cage in the intervertebral space (the cage properly assembled with the holder). While surgeon was tapping the cage holder to put cage inside, the cage broke. There was no patient impact or surgery delay more than 30 min . The surgery was completed with another device of the same range without any further complication . According to the reporter , the axis of the disc space was respected (no sagittal angulation toward head or foot direction). No per-op images are available. It was confirmed on april 9th 2019 by the reporter that this case was a duplicate of another complaint ( internal reference (B)(4)) and treated in the MDR report reference : 3004788213 - 2018 -00357-3.

Manufacturer narrative:
This medwatch is submitted to send the investigation results . The product was returned to manufacturer on april 9th 2019 without decontamination form . Several attempts were made to the reporter to complete the decontamination form to allow the device examination. No form received which prevent the returned device examination. The review of the device history records and traceability shows no evidence on a device issue that may have an impact on this event . The review of the available information does not allow the identification of the exact root cause . However , based on the description provided and the breakage profile , the probable root cause is related to cage inserted off axis of the disc space. Indeed, as mentioned in the surgical techniques (step 6) : during cage positioning, make sure the cage is perfectly inserted in the alignment to the intersomatic space. It was confirmed on april 9th 2019 by the reporter that this case was a duplicate of another complaint ( internal reference (B)(4)) and treated in the MDR report reference : 3004788213 - 2018 -00357-3.

Manufacturer narrative:
This medwatch is submitted to send the medwatch follow-up report of the investigation following the additional information received. The product evaluation has not been performed yet, as the product has not been returned for the moment. Upon receipt of the product, the product evaluation will be performed. Investigation is still in progress. Conclusion is not yet available.

Event description:
Roi-c : superior slot was broken. It was reported on the complaint report that while the surgeon inserting the peek cage and tapping the implant holder (knob), the superior slot was broken. No surgery delay was reported. No patient impact was reported for this case. Additional information received on march 15th 2019: nothing has been informed from the surgeon after surgery concerning the patient's current state of health. The event did not cause a delay to the procedure in excess of 30 minutes. The patient's bones were normal. The surgical technique for the product was utilized. The cage was properly assembled with the holder (screw tightening, cage in contact against the holder & hook properly positioned). The axis of the disc space was respected (any sagittal angulation toward head or foot direction). The adjustable stop of the implant holder was set to zero. The segment was not compressed. There was enough space for the implant holder during the implant insertion. The cage broke before impaction of anchoring plates. No per-op images are available. Additional information received on march 19th 2019: the cage broke during the cage position. There was no impact on the cage. The cage holder used for the first cage was the same as the one used for the second cage to continue the surgery. The size of the cage used to replace the broken one was size 12 x 14 x 5. Its reference and lot number were mc1341p, and 63646. The actual product still not returned yet to the manufacturer. Investigation still in progress.

Manufacturer narrative:
This medwatch is submitted to send the initial report. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Attempt was made to collect additional information . Investigation is still in progress. Conclusion is not yet available. Device not returned yet.

Event description:
Roi-c: superior slot was broken. It was reported on the complaint report that while the surgeon inserting the peek cage and tapping the implant holder (knob), the superior slot was broken. No patient impact or surgery delay were reported . Attempt were made to collect additional information concerning the reported event without responses yet. Investigation is in progress.